Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and confirmed the reported issue. There was physical damage to the connector, caused by user error. To fix the issue, the fse replaced the socket, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient, it was found that the socket for the fiber optic balloon of the cardiosave intra-aortic balloon pump (iabp) was broken. There was no patient involvement, and no adverse event reported.